Event description:
During the af procedure, difficulty was experienced when advancing the sheath with the dilator up the femoral vein. After several attempts, the dilator was noticed to be kinked and distorted. An additional femoral puncture site/access site required to replace the introducer as the physician lost access. The procedure completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis introducer sheath and dilator were received for evaluation. Visual inspection revealed a kink in the sheath as well as the a bulged and flared sheath tip. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage and insertion difficulty remains unknown.